Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to other or non-product experience. A lead was replaced with the same model. No adverse patient effects were reported.